Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent intestinal surgery for a linear foreign body which required four small enterotomy incisions to remove all remnants of said foreign body on (B)(6) 2026 and suture was used in a simple interrupted pattern. Within 5 days, he started draining a septic fluid and emergency surgery was performed. Each of the four enterotomy sites had opened and not a single remnant of the pds suture could be found. It had completely dissolved. He had never had pds used in any surgery previously. They are now trying to deal with the secondary peritonitis. Additional information was requested.